Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. No medical records, autopsy, or death certificate have been provided. Should additional information be provided a supplemental emdr will be submitted. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint no: (B)(4). It is alleged by the patient's attorney that the patient was a recipient of a kugel mesh patch (hereinafter "kugel patch"). It is alleged by patient's attorney that on or about (B)(6) 2010, patient underwent surgery for repair of a ventral hernia. As alleged, a bard/davol kugel patch was implanted to repair the hernia defect. It is alleged by the patient's attorney that sometime in (B)(6) 2016, patient's mesh became severely infected. It is also alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent an additional surgery to remove the defected mesh. As alleged, patient was injured severely and permanently. As reported, patient passed away from surgery related complications on (B)(6) 2016. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective kugel patch.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. No medical records, autopsy, or death certificate have been provided. Should additional information be provided a supplemental emdr will be submitted. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is being sent to correctly identify the product in describe event or problem as a composix kugel mesh. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Not returned.

Event description:
Per legal complaint no: (B)(4). It is alleged by the patient's attorney that the patient was a recipient of a kugel mesh patch (hereinafter "kugel patch"). It is alleged by patient's attorney that on or about (B)(6) 2010, patient underwent surgery for repair of a ventral hernia. As alleged, a bard/davol kugel patch was implanted to repair the hernia defect. It is alleged by the patient's attorney that sometime in (B)(6) 2016, patient's mesh became severely infected. It is also alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent an additional surgery to remove the defected mesh. As alleged, patient was injured severely and permanently. As reported, patient passed away from surgery related complications on (B)(6) 2016. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective kugel patch. Addendum: it is alleged by the patient's attorney that the patient was a recipient of a composix kugel. It is alleged by patient's attorney that on or about (B)(6) 2010, patient underwent surgery for repair of a ventral hernia. As alleged, a composix kugel was implanted to repair the hernia defect. It is alleged by the patient's attorney that sometime in (B)(6) 2016, patient's mesh became severely infected. It is also alleged by the patient's attorney that on or about (B)(6) 2016, patient underwent an additional surgery to remove the defected mesh. As alleged, patient was injured severely and permanently. As reported, patient passed away from surgery related complications on (B)(6) 2016. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective composix kugel.